Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The customer has alleged check power error and visualization of particles in the air path of the device. There was no report of patient harm or injury. The device was returned and evaluated by the manufacturer. The internal part of the device was inspected visually. The manufacturer couldn't confirm the customer complaint. There was no visible foam degradation. The device's downloaded logs were reviewed by the manufacturer and 17 errors were found. The manufacturer upgraded the software and cleared the error log. The unit passed the final test.